Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the severely calcified superficial femoral artery (sfa). A 5x200mm, 150cm ranger dcb was advanced for dilation. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with a different device. There were no patient complications as a result of this event.